Manufacturer narrative:
Two pictures were returned showing the set attached to some mating devices where air bubbles can be seen in the tubing. Received one (1) list# 011-h1922 prolunga lineare attached to two bags, a trifurcated extension set w/ piercing pin and an extension set w/ drip chamber. As received no damage or anomalies were observed. The set was leak tested per specifications and no leakage was observed. The complaint of small bubbles appearing can be confirmed based on the images returned. The probable cause is unknown. The returned set was found to meet functional specifications.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a ext set w/chemolock¿, chemolock port¿ where it was reported that while adminstering zaltrap,bubbles appeared in the tubing after 20 minuets, making it impossible to continue the administration. The patient was not harmed, nothing to be reported regarding patient¿s health condition, no blood loss, the bubbles have not entered into contact with the patient, the therapy was delayed for 20 minutes, the patient has received 1/3 of the expected dose, an air eliminator filter has not been used. The actions taken during the incident were: the administration was stopped.